Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1ht4r, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient had a fall in the bathroom and hit their head. The rep reported that the patient complained of redness and irritation at the lead site. The rep reported that the patient had an infection at the right burr hole lead implant site, and the lead was removed. The rep reported that the site was treated with an antibiotic. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the issue had been resolved.